Event description:
During a diagnostic procedure, the hub of the 4french ar modified infiniti catheter was cracked. The air was noted during connection of the syringe with the catheter hub. There was no patient injury reported with the event.

Manufacturer narrative:
The product box or package was not crushed or damaged, the catheter was not stored without the box and it was not exposed to light. There was no leaks noted during pre, and no attempts were made with another syringe. During prep and flushing, the hub was not stripped. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.